Event description:
As reported, during the laparoscopic incisional hernia repair the sorbafix fixation device was used to fixate a non-bard/bd mesh. It was reported the tack went through the mesh and provided no fixation. The surgeon continued to deploy the device. The surgeon had to suture the mesh to complete the case which led to an extended the stay after the procedure. Th surgeon is a new user of the device. There was no patient harm or injury.

Manufacturer narrative:
As reported, sorbafix enhanced fasteners failed to fixate the mesh. The most probable cause may be an event occurring during user/device interface as the user is new to the fixation device. However, based on the information available and without having the sample to evaluate, no conclusions can be made no lot number was provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.